Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a generator error (e89) occurred. The unit was powered off, then on to clear, but the error recurred. The procedure was able to be completed with this rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was not present. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a generator error (e89) occurred. The unit was powered off, then on to clear, but the error recurred. The procedure was able to be completed with this rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)